Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the latitude system detected a red alert from this left ventricular (lv) lead due to high pacing impedances. The alert was discussed and dismissed by the patient's clinic. No adverse patient effects were reported.

Event description:
Additional information was provided that a revision procedure was performed. During the procedure, the lv set screw was found to be loose, resulting in lead displacement from the header. No adverse patient effects were reported.